Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient heard an alarm ringing from their device almost every day, sometimes twice a day. It was stated that the alarm was the same as when interrogating the device. The alarm sounded during a variety of occasions. It was determined that the last four alerts stored by the device sounded due to the presence of an electromagnetic interference (emi) field, which caused the reed switch to close. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).